Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for an unrelated procedure. During the procedure, the implantable cardioverter defibrillator exhibited pacemaker mediated tachycardia, causing hemodynamic instability and drop in pressure. The device was reprogrammed and the procedure was completed without further incidences. The patient was stable.